Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtbb1qq crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.